Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the fluid path components confirmed that the pod was filled with the fill rod shorting both fill sensor springs. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. No damages or defects were found that would prevent the device from completing activation and deploying the needle mechanism as expected. A needle mechanism failure could not have occurred as the device did not complete activation after being filled by the user.

Manufacturer narrative:
The device has been returned however the investigation is not yet complete. Once the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.6, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient observed the pink slide moved forward but the cannula was not visible when the pod was removed, indicating the cannula retracted. The pod was worn between 4 and 24 hours. No treatment was mentioned and blood glucose levels were not reported.